Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the ibt was returned bent and missing the guide wire that is inserted into the shaft of the balloon. Functional test with a wire from another ibt confirmed the shaft was clogged and would not allow the wire to enter. Functionally tested the ibt with a sample syringe and revealed the ibt would not hold pressure due to the wire missing. Root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture type of procedure or technique used: balloon kyphoplasty it was reported that intra-op, balloon ruptured when it was inflated up to 200 psi. Product came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure time. No fragments of the balloon remained inside the patient. No patient complications were reported.